Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eight years post initial left tka, the 74 y/o male patient complained of pain and had a recalled poly. Patient had a poly swap. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray and image received. The device is not available for evaluation due to hospital will not release recall devices.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, g the revision reported was likely the result of prosthesis wear occurring during the 8 years of implantation. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall or any combination of these possibilities. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.